Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed an itchy irritation. The patient preferred to have an implant instead of being prescribed a cream for the skin irritation. Patient ended use. During a follow-up, it was reported that the patient's irritation improved after ending use and removing the device